Event description:
Customer reports obtaining results of 583mg/dl, 479mg/dl, 518mg/dl, 181mg/dl, and 211mg/dl within 10 mins on the same device. No action taken based on device results. No adverse event reported and no treatment rec'd. No valid qcs were used. Requested return of suspect device and replacement was sent.